Manufacturer narrative:
Initial reporter facility name: (B)(6). Device is a combination product. Lot number - updated from 0022388494 to 0021862901. Expiration date - updated from 01/05/2020 to 08/27/2019. Device manufacture date - updated from 07/09/2018 to 02/28/2018. Device evaluated by MFR.: synergy ii us mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. Visual examination of the stent found evidence of damage. Stent struts from proximal stent struts rows (1 to 10) were noted to be lifted and pulled in all directions. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing and/or withdrawal attempts. The balloon cones and wings were reviewed and were noted to be wrapped and evenly folded with no signs of positive pressure applied to the balloon cones. An 0.014 inch guidewire was successfully loaded through the lumen via the tip. The balloon was inflated using a pressure of 16 atm with no issues. Vacuum was pulled and the balloon deflated in 14 seconds with no issues. The encore inflation device was verified before and after use using druck gauge. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. Visual and tactile examination of the outer and mid-shaft section found no issues. Visual examination of the inner lumen found a kink of the inner shaft polymer extrusion measured at 16. 6 cm proximal to the distal end of the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon removal difficulties were encountered. The target lesion was located in a coronary artery. A 3.50 x 38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the balloon could not dilate the stent or could not release the stent totally. The device was completely removed from the patient's body as a whole together and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that balloon removal difficulties were encountered. The target lesion was located in a coronary artery. A 3.50 x 38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the balloon could not dilate the stent or could not release the stent totally. The device was completely removed from the patient's body as a whole together and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.